Event description:
Per clinical trial (B)(4): on (B)(6) 2017, patient underwent bilateral breast augmentation mastopexy utilizing a full vertical + horizontal t incision. 2 pieces of galaform (galaflex 3dr) were placed bilaterally. Concomitant procedures included tummy tuck, liposuction, fat grafting to buttocks. On (B)(6) 2017, patient developed left delayed wound healing. Patient treated with aquaphor medication. Resolved on (B)(6) 2018 without sequelae. Review by medical affairs identifies this as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including delayed wound healing. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR is being submitted to report the ae of delayed wound healing; an additional MDR shall be submitted to report the ae of migration. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.